Event description:
The international distributor reported that when resetting the handheld device the device shuts down, restarts again and reinstalls the software. The distributor stated, "subsequently question test is performed with the generator and successful demonstration." The handheld device and associated software have not been returned to the manufacturer for product analysis.

Event description:
A report was received from an overseas distributor regarding a provider's handheld device stating that the device does not detect. A reset of the handheld device was performed at a later date, however, it was reported that the handheld device does not recognize generators. It was stated that the programming wand is functioning properly. The handheld device and associated software have not been returned to the manufacturer for product analysis.

Event description:
Product analysis was completed on the returned handheld device and no anomalies were anomalies; the handheld device performed according to functional specifications in the product analysis lab. The associated flashcard software was received by the manufacturer and is currently undergoing product analysis. Paperwork received with the software indicated, "damage hhd" however, no damage was noted with the returned handheld device (hhd).

Event description:
The suspect handheld device was received by the manufacturer and is currently undergoing product analysis. Paperwork received with the suspect device indicates that the reason for return was, "handheld damage" and "explant mode of silence return imported from USA." The associated flashcard software was not returned with the handheld device. Attempts for additional relevant information have been unsuccessful.

Event description:
Analysis of the flashcard software indicated that the folder containing the vns installation files was missing. No anomalies associated with the vns patient databases were identified during the flashcard analysis. The report from the international distributor indicated that the vns software would reinstall properly following device reboots indicating that the properly installations files were on the flashcard during distributor testing. The root cause of the missing installation files on the flashcard could not be identified during analysis but it is deemed to be a user-related event.